Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring black. Case type ngp. Customer returned device for an alleged a broken force sensor was detected during seating or regular delivery alarm5 on september 15, 2022. Deviec received with blank flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display. Unable to download history files and traces using thump due to blank flashing white display. Unable to verify a broken force sensor was detected during seating or regular delivery alarm5 due to blank flashing white display/download anomaly. Device was cut open to perform visual inspection and found corroded electric board and force sensor. No damage noted on the motor using a test electric board 1 and the original electric board 2, the pdevice mp had flashing medtronic logo due to corroded electric board 2. Using a test electri cboard 2 and the original electric board1, the device had blank flashing white display due to corroded electric board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay and stained keypad overlay. A broken force sensor was detected during seating or regular delivery alarm was unknown. Blank flashing white display was confirmed. Flashing medtronic logo was confirmed.unable to download was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.